Manufacturer narrative:
Results: the indigo system separator 6 (sep6) bulb was fractured off the delivery wire approximately 174.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the sep6 bulb was fractured off the delivery wire. This type of damage typically occurs due to improper handling during use. If the device was forcefully retracted against resistance, damage such as this may occur. Since the cat6 was not returned for evaluation, the root cause of the resistance experienced by the physician could not be determined. Sep6 devices are 100% visually and dimensionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system separator 6 (sep6). During the procedure, while using the sep6 with an indigo system aspiration catheter 6 (cat6), the physician experienced resistance and noticed that the bulb of the sep6 was not coming out of the cat6. Therefore, the physician pulled the sep6 completely out of the cat6 and opened the tuohy to ensure that the sep6 bulb did not shear off during removal; however, the physician noticed that the bulb had already broken off and was left in the cat6. The bulb of the sep6 was removed from the cat6 and the procedure was completed using a new sep6 and the same cat6. There was no report of adverse effect to the patient.